Event description:
It was reported via technical services department that when the back rest is left on it's own with no patient on it, it creeps up by itself to an upright position within about 10-15 minutes. No patient involvement and no adverse consequences have been reported.